Event description:
The husband of a (B)(6) old female pt contacted zoll customer support to report that the pt's electrode belt had exposed wires. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation, trunk cable had several deep cuts near the connector and the brown wire (-5v) and black wire (main battery) were cut inside of the trunk cable. The root cause for the broken wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken wires. The pt was issued a replacement electrode belt.